Manufacturer narrative:
Investigation summary: bd received 1 video for investigation. The video was evaluated and shows sleeve leakage. Additionally, 10 retained samples were functionally tested and no leakage was observed. This complaint has been confirmed for the indicated failure mode sleeve leakage. Bd was not able to identify a root cause for the indicated failure mode. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. Complaints received for this device and reported conditions will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set, the customer experienced blood leakage from the sleeve. There was no health impact or consequence reported.

Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set, the customer experienced blood leakage from the sleeve. There was no health impact or consequence reported.

Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.